Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec) was returned to failure analysis, and the reported error was not replicated. System logs found error 1153 indicating the failure occurred in the field. A visual inspection found no damage observed on the exterior and interior of the unit. Failure analysis observed no physical damage to the endoscope receptacle. The unit was installed on the golden system where it functioned as expected. All nodes were present, and the image was clear on the vision side cart (vsc) and surgeon side cart (scc). The leds on the endoscopic controller power distribution (ecpd) and dual camera interface board (dcib) are present. The system was set to run 10 power cycles. After testing, the error logs were investigated, but no error was found related to the reported event. The complaint was confirmed based on field evaluation but not replicated by failure analysis. Failure analysis concluded that no root cause could be attributed to the reported issue. However, the cause is likely due to an electrical component failure within the ec.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to prevent future 1153 errors. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the ec for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure that multiple non-recoverable faults occurred. The intuitive tech support engineer (tse) reviewed the system logs and found error 1153 against the the endoscope controller (ec). The procedure was reportedly completed, but how the issue was resolved was not specified. No known impact or patient consequence was reported.